Event description:
On (B)(6) 2012, patient reported the rubber has worn off of the infusion device and 4 days ago the buttons on the device stopped responding. Patient stated the rubber wore off of the infusion device over a month ago on the up arrow button but not on the other buttons. Patient reported that 4 days ago the up and down arrow buttons, the menu button and the check mark button all became unresponsive. Patient stated he has tried other batteries and the infusion device will still not work. Had patient put a battery into the infusion device; device went through a self-check and then displayed an e8 (power interrupt) alert. Advised patient to press the check mark button 2 times to clear it; button would not respond to the patient pressing them. Patient reported the key lock feature is not on the screen. Patient stated the failure is constant beginning 4 days ago. Patient reported the buttons do not work at all and do not make an audible sound when pressed. Patient stated the buttons stick and feel normal. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.